Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the lead would move out of position when the helix was deployed. Three attempts were made without a successful placement. It was also noted that the lead had low r waves of less than 2 mv. The lead was not implanted and a passive fixation lead was used. No patient complications have been reported as a result of this event.